Event description:
A customer reported that their battery did not last as long as it used to, requiring them to charge the pump every day. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and tandem planned to follow up later with a battery depletion calculation.